Event description:
It was reported that during a bariatric procedure, it was observed that the device did not work when triggered. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 07/30/2025 b3: only event year known: 2024 d4: batch #961c38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, the jaws and trigger in the close position, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected also one gst60t reload loaded in the device was returned. The reload was received partially fired 1/5 with 2 double drivers out of position and 1 driver missing additionally it was noted damage on reload deck making the reload non-functional. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The partially fired is consistent with an incomplete or interrupted cycle. The distal end of the body reload was noted cracked causing the missing drivers. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9e115, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 961c38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.